Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted within the distal esophagus of a patient with a malignant esophageal stricture on (B)(6) 2010. According to the complainant, during the stenting procedure, the stricture was measured via guidewire. After the stent was positioned at the stricture site, deployment was attempted; however resistance was encountered when the physician withdrew the deployment suture. The gastroenterologist then attempted to withdraw the deployment suture, and bit by bit, the stent was able to be fully deployed. Post deployment, it was noticed that the shape of the stent was "unusual." The stent did not expand enough to compliment the shape of the patient's esophagus for it was "rather loose;" as a result, the stent migrated. It was reported that another unknown esophageal stent was implanted within the patient. In the physician's assessment, the reported event was unrelated to the device. The procedure was completed with this device, and the patient was discharged the next day. There were no serious injuries reported as a result of this event. The patient condition post procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. Additional information was received by boston scientific on july 22, 2010: it was reported that the patient had a three centimeter distal esophageal intrinsic tumor as a result of esophageal cancer. However, the patient's anatomy was not tortuous, and no dilatation was performed prior to stent placement. The physician felt the stent was the correct length and diameter for the patient's anatomy. During the procedure, after the stent was deployed off the delivery catheter, the physician stated that the shape of the stent was "unusual." The physician confirmed that the stent was not damaged; but in his assessment, compared to other ultraflex stents, this particular stent did not appear to be fully expanded. It was reported that the stent did compress at the area of the stricture; however the stent was too small for the patient's anatomy. On (B)(6) 2010 it was confirmed that the stent had migrated, and was therefore endoscopically removed from the patient without issue using a snare. Initially the physician planned to place another stent; however additional information received confirmed that the patient has not been "stented" again. Currently the patient has one stent implanted. The patient was discharged from the hospital on (B)(6) 2010.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was implanted within the distal esophagus of a patient with a malignant esophageal stricture on (B) (6) 2010. According to the complainant, during the stenting procedure, the stricture was measured via guidewire. After the stent was positioned at the stricture site, deployment was attempted; however resistance was encountered when the physician withdrew the deployment suture. The gastroenterologist then attempted to withdraw the deployment suture, and bit by bit, the stent was able to be fully deployed. Post deployment, it was noticed that the shape of the stent was "unusual". The stent did not expand enough to compliment the shape of the patient's esophagus for it was 'rather loose"; as a result, the stent migrated. It was reported that another unknown esophageal stent was implanted within the patient. In the physician's assessment, the reported event was unrelated to the device. The procedure was completed with this device, and the patient was discharged the next day. There were no serious injuries reported as a result of this event. The patient condition post procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B) (4)- no code available (medical intervention required).(stent expansion issues).a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label. Based on the evaluation conducted, no definitive root cause could be determined.